Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Additionally, it was reported that an occlusion alarm occurred. There was no impact to customer¿s blood glucose. Reportedly, the customer did not have pump supplies left to address the issue and stopped using the pump. No additional information was provided.